Manufacturer narrative:
The customer inspected the alinity I processing module and found crystals at the sample probe and alinity I wash cup baffle. The sample was examined, and particles were suspended throughout. The customer cleaned the part, recentrifuged and retested the sample, resolving the issue. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues related to the current issue. Additionally review of complaint and trending data associated with alinity I wash cup baffle did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances and potential non-conformances related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) or the alinity I wash cup baffle was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated on the alinity I processing module for a 70-year-old female patient diagnosed with abdominal pain. The following results were provided: (customer provided reference range: overall: 0-32.4 pg/ml, male (21-73 years, 99th percentile), female: 0-15.6 (21-75 years, 99th percentile) sid (B)(6) initial result = 874.6 pg/ml, repat result = <10 pg/ml no impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated on the alinity I processing module for a 70 year old female patient diagnosed with abdominal pain. The following results were provided: (customer provided reference range: overall: 0-32.4 pg/ml, male (21-73 years, 99th percentile), female: 0-15.6 (21-75 years, 99th percentile) sid (B)(6), initial result = 874.6 pg/ml, repat result = <10 pg/ml no impact to patient management was reported.